Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop and alarmed during testing due to data acquisition and pressure sensor failures. The device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) who advised replacement of the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem. The biomedical engineer reported replacement of the pcb board and cable as advised corrected the reported problem.